Event description:
It was reported that following an avnrt case, a complete heart block occurred. During the case, the physician had also mapped the right atrium and his location for precautionary measures, then proceeded to ablate. It was then that the patient experienced complete heart block. The catheter had not moved. A permanent pacemaker was implanted. The patient remained in the hospital. Follow-up information provided was that the physician stated that the patient was in normal sinus rhythm with no pacing and no normal av conduction. Further information obtained was that while performing the avnrt, the physician got too close to the av node.

Manufacturer narrative:
(B) (4): the catheter passed visual test, electrical test, temperature bath test, generator test, eeprom data test, carto test, re-calibration test, and deflection test. Complaint cannot be confirmed.